Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent a shunt construction procedure (an arterio-venous graft: avg) for a dialysis using gore® acuseal vascular graft. On an au unknown date in (B)(6) 2022, echo imaging revealed delamination of the device. The physician suggested that the delamination occurred due to the needle for cannulation as it may have caught on the graft wall. On (B)(6) 2022, a reintervention was performed. The delamination site in the gore® acuseal vascular graft was replaced by a gore® intering® vascular graft. The patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B1: adverse event - yes and product problem - yes.